Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A field service engineer (fse) performed an external and internal visual inspection of the ventilator, checked for loose wires and tubing and confirmed that everything was connected. The reported issue could not be confirmed. The fse replaced the power management board, the user interface to power management board cable and the user interface power control board as a preventive measure.

Event description:
It was reported that the ventilator would randomly power on and off. There was no patient or user involvement.

Manufacturer narrative:
G4: 16sep2019; b4: 17sep2019. The replaced ui (user interface) pcba (printed circuit board assembly), pm (power management) pcba and the ui to pm pcba cable were returned, and failure investigation was performed on 13-sep-2019. It was determined that the reported problem was caused by contaminants surrounding certain components in the ui pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator would randomly power on and off. There was no patient or user involvement.